Manufacturer narrative:
(B)(4). Batch # p55m38. Additional information was requested and the following was obtained: can you please clarify if, on the second pcee60a device, if the cartridge reload pan separated during the firing of the device? Or did the cartridge pan become dislodged from the cartridge when it was being removed from the device jaws? Same as first one. When it was being removed. The analysis results that one pcee60a device (b) was returned with no apparent damage and with a gst60g cartridge reload present. The cartridge was received fully fired and with the pan detached. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open lobectomy procedure, tried to reload the device with a green reload, wouldn't load. Bottom silver cover of reload from prior firing was in jaw. Spent reload was missing piece. It had fired fine. Staple line on lung was fine. Opened a powered endocutter of a different code to finish the case, worked fine. There were no adverse consequences for the patient.